Event description:
Report received of tubing disconnection. It was reported that the primary set was attached to the female luer of the extension set. The male luer of the extension set was connected to an unspecified access device. Reportedly, during patient use when responding to the infusion pump alarming, it was noted that the male luer of the extension set had disconnected from its unspecified access device. As a result, there was fluid leakage. There was no blood loss associated with this matter. There were no reported adverse patient effects and no medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.